Event description:
Reportable based on analysis approved march 2, 2007. It was reported that following a diagnostic cerebral angiogram, the end of the sheath was noted to be damaged. The customer reported that, "when withdrawing the pta catheter, the sheath was pressed together. There was a kink in the catheter and the doctor pulled the wire together with the catheter back, then the sheath a little bit and after that the catheter and the wire, the sheath was very rough at the end." The procedure was successfully completed with this device. No patient injuries or complications were reported.

Manufacturer narrative:
Device analysis: two kinks were observed on opposite sides of the sheath at 115mm and 140mm from the sheath tip. The distal tip of the sheath was found to be damaged (appeared to have been withdrawn into the sheath tube.) Dimensional testing of the complaint sample was performed. No abnormality was found. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the difficulties experienced during the procedure could not be determined.